Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer been experiencing low blood glucose levels for the past six months. The caller also stated that the customer was in a car accident because of his low blood glucose levels. The customer was not hospitalized, but the paramedics were called to the scene. The caller was unable to troubleshoot at the time of the call, and stated she would call back. Nothing further was reported.